Event description:
The pump was returned for investigation. Investigation revealed a dim pink display. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the display screen was observed to have a dim pink contrast. The black box contained dates from (B)(6) 2013 to (B)(6) 2013; there were no power reset events to support the pump reset to default. The time and date were accurately set at the start of the investigation. The pump rewind, load, and prime steps were successfully performed with no alarms. The pump was exercised for 24 hours on a 1 unit per hour basal rate. The battery was removed for 6 hours, and then reinserted. The pump time and date were observed to reset to the default settings. The pump was opened to investigate and an internal clock battery malfunction was observed to have occurred. Unrelated to the time and date issue, animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).